Event description:
It was reported the patient was experiencing a crunch and jolting feeling and unable to enter MRI mode. Diagnostics indicated high impedance. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported ¿impedance¿ issue was confirmed. Analysis of returned lead a found a kink on the outer tubing where all internal wires were broken. The root cause of these fractures is unknown as the patient did not report any falls or accidents prior to the reported event.